Event description:
It was reported by the customer that prior to use, cardiosave intra-aortic balloon pump (iabp) had gas leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse conducted an equipment check where the unit passed all manifold leak checks and provided therapy on a patient simulator with 40 cc balloon for 2 hours with no gas loss. The issue was not reproduced. The unit was cleared for use and returned to the customer. There was no patient involvement reported.

Event description:
N/a.